Event description:
It was reported to the physio-control service representative that the device did not power on. There is no patient use associated to the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control has evaluated the device and verified the reported failure. Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
The removed power pcb assembly was returned to physio-control failure analysis center for evaluation. It was determined that the capacitor, designator c4 shorted and damaged the internal land between capacitors designators c4 and c25.